Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 7.7 inr and 7.7 inr on the coaguchek xs system. The caller contacted her physician, and was advised to go to the lab for a venous draw. The comparison lab returned as 5.6 inr. Caller's coumadin dose was held based on the lab test. No adverse event reported. Requested return of suspect system and replacement was sent.